Event description:
The manufacturer received information alleging a device's sound abatement foam became degraded and caused death. The patient's family member did not report the patient to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported on this device in MDR 2518422-2021-04651. This report was submitted as a duplicate report of the previously submitted report.